Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that low tear strength is a characteristic of most silicone elastomer materials. Care must be taken with the handling and placement of the catheter tubing to avoid cuts, nicks, or tears. Additionally it states that to avoid transection of the lumbar catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was placed prior to a scheduled endovascular aortic aneurysm repair. During the implantation, the catheter was sheared and a portion of it remained in the patient's spine. A CT was performed to confirm the location of the retained portion and the patient was returned to the operating room for surgical retrieval and replacement of the catheter. The planned aortic aneurysm repair surgery was then completed. It was also reported that there was no other impact to the patient, and the patient has since been discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.